Event description:
It was reported that an amber colored sticky substance was leaking from the handpiece. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint of a sticky residue in the handpiece was duplicated. The device was repaired and a quality investigation is ongoing. This report will be updated if the investigation requires.